Manufacturer narrative:
The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump drive support cap was sticking out. The patient's blood glucose at the time of incident is unknown. The customer believed that she dropped the insulin pump which caused the drive support cap damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.